Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "on (B)(6) 2025, the patient underwent right subclavian deep vein cannulation. After successful puncture of the needle, when advance the swg into ars, the resistance was found, and the withdrawal of the guidewire revealed that the guidewire ha been obviously bent and deformed, and it was not successfully after several attempts, and it could be punctured successfully after the replacement of the guidewire." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "(B)(6) 2025, the patient underwent right subclavian deep vein cannulation. After successful puncture of the needle, when advance the swg into ars, the resistance was found, and the withdrawal of the guidewire revealed that the guidewire ha been obviously bent and deformed, and it was not successfully after several attempts, and it could be punctured successfully after the replacement of the guidewire." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).